Event description:
It was reported that the patient had a fall 3 weeks prior to the report. The patient noticed that the stimulation was "more pulsating, whereas it used to be even." It was further reported that a manufacturer representative ran diagnostic tests and said that the device "looked okay." It was noted that the highest the patient's device had ever been set for was 4.0 volts prior to the manufacturer representative turning it up to 6.5 volts. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3998 lot# j0540959v, implanted: 2005 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).